Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Alleged false negative sars result for 1 symptomatic consumer. The consumer communicated they suspected that the result was false because they were symptomatic, and their husband was recently confirmed positive for sars. No mention of confirmatory testing. Multiple attempts were made to contact the consumer for more information. The consumer was unresponsive.